Event description:
Per the audiologist, the pt reported facial nerve stimulation starting in 2005. Multiple electrodes in the electrode array were turned off. This did not alleviate the problem. Results of an integrity test done in 2006, showed the receiver/stimulator to be functioning within specs. An x-ray done four months later, showed possible further ossification in the cochlea but had not been confirmed by the surgeon at the time of this report. Explantation/reimplantation or implantation of the contralateral ear has been scheduled for the end of 2008 (exact date not reported).

Manufacturer narrative:
This is a final report.